Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient. It was reported that the system was never really helped, but they kept changing programs, and nothing helped. The patient experienced pain in the back and legs as a result of the system not doing any good. The patient had tried changing the programs to try and get the system to help and so did the physician¿s office. The patient¿s weight fluctuates between 205 and 215 pounds. There were no further complications reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had their ins off for at least 1 year and noted that they needed a doctor who could remove the ins as it wasn't doing them a bit of good. Surgical intervention was planned but not scheduled. The patient has a medical history of chronic pain. No further complications reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory. Analysis of the ins found that it was functionally okay and insignificant anomalies. Analysis of the lead ((B)(4)) found the #1 conductor was broken 20.1 cm from the distal end. If information is provided in the future, a supplemental report will be issued.